Event description:
It was reported that a patient presented to the emergency room for a device check. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient condition was stable after the procedure.